Event description:
Hill-rom received a report from a hill-rom tech stating the brakes were not holding. The bed was located in a hill-rom service center . There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the brake caster and brake/steer casters were out of adjustment or worn. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the brake and brake/steer casters to resolve the issue. Based on this info, no further action is required.